Manufacturer narrative:
The biomedical engineer reported that there was a power outage, and it took down the hospital network. The central nurse's station (cns) and remote network station (rns) went down. After the power was restored the cns was up and running without issues, but the rns are now in comm loss. The biomed did not have server access to start up the application himself. Host 1000 application needed to be started after the power outage. Nihon kohden technical support (tech support) spoke with both lgh and acadia and both confirmed the issue was resolved. No patient harm was reported.

Event description:
The biomedical engineer reported that there was a power outage, and it took down the hospital network. The central nurse's station (cns) and remote network station (rns) went down. After the power was restored the cns was up and running without issues, but the rns are now in comm loss. The biomed did not have server access to start up the application himself. Host 1000 application needed to be started after the power outage. Nihon kohden technical support (tech support) spoke with both lgh and acadia and both confirmed the issue was resolved. No patient harm was reported.